Event description:
On 19th january 2023 received a customer complaint as follows: it was reported that the patient suffered a burn at the grounding pad site. Burn was not discovered until after procedure was done. There may have been a blister, but not confirmed, considered 2nd degree burn. A bandage and ointment was used on the burn. Customer sent generator back and sales rep will try to secure ground pad we do not know the lot/serial number. Doctor stated the grounding pad placement and prep may have been an issue. Cases before and after this one were completed without incident. There was no reported issues with the generator. Due to the medical intervention to preclude impairment, nissha medical technologies limited has found this to be a reportable event.

Manufacturer narrative:
No lot number provided therefore no evaluation of the production records could be performed.